Event description:
While servicing the ventilator, the manufacturer's technician noted a diagnostic code in the ventilator's log history indicating a 24/+-12v power fail occurrence. The customer did not report the occurrence during the ventilators use and there was no patient harm reported. The service technician was unable to duplicate the findings. The power supply was replaced as a precaution. If a power failure of the ventilator occurs during use, an audible alarm will activate.

Manufacturer narrative:
Power supply.